Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and had the clinical audit trail pulled up and changed the low hr setting to cause a red alarm, which did occur and changed the setting back. On both rooms, the red alarms were audible and seen on clinical audit. The rse also verified settings in system config and in global settings. They had red and yellow alarms latched audibly. Since the red alarms were proven to be working correctly for these two rooms the customer biomed was satisfied. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported the device is not getting alarms out of one of the rooms from central monitoring unit. The device was in use on a patient at time of event; there was no adverse event reported.